Event description:
Report received of an overdelivery due to an independent vtbi change. The pump was returned to the biomedical engineering dept. With an unsigned note that did not provide any tracking information; therefore, specific pt info, pump programming or event details were not available. During testing at the user facility, the device delivered a measured volume of 23 ml from an expected delivery of 20ml before being stopped by the biomedical engineer. Reportedly, the programmed vtbi of 10 ml had independently changed to 998ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%), there were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.